Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did 2 devices had suture threads broken in this procedure? Or did 2 devices had their needles broken in this procedure? Threads were broken in this procedure. Lot number: unknown. How was case completed? Device was replaced by new.

Manufacturer narrative:
(B)(4). Additional information: d4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch lp7bcmm; manufacturer date: 11/01/2017; expiration date: 4/30/2023 batch ja5czgm; manufacturer date: 1/01/2015; expiration date: 6/30/2020 batch kp5bclm; manufacturer date: 11/01/2016; expiration date: 4/30/2022 batch hk5cqhm; manufacturer date: 9/01/2014; expiration date: 12/31/2019 a manufacturing record evaluation was performed for the finished device product code w9561 possible lots, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an unopened sample of product code w9561, lot hk5cqhm. The complaint sample was not received. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements. It was received for analysis an unopened sample of product code w9561, lot kp5bclm. The complaint sample was not received. During the visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was found and the tested samples met the finished goods requirements. It was received for analysis three unopened samples of product code w9561, lot ja5czgm. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. It was received for analysis two empty opened foils and seventeen unopened samples of product code w9561, lot lp7bcmm. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. A quality issue was reported that the product was easily broke. It was unknown how the procedure was completed. There were no adverse patient consequences reported.